Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The 4.5x8mm nc trek balloon dilatation catheter (bdc) was used, however, the balloon got stuck at the mouth of the guiding catheter during removal. The guiding catheter, guide wire and balloon were all removed as a unit. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.